Event description:
It was reported that both the monitors on the stenoscope system would intermittently shut down. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The coaxiale cable was replaced during the service call.